Manufacturer narrative:
D10 concomitant products: e2450h, e2450h button pencil w 3m cord x50 (lot#:252020274r), e7507, e7507 polyhesive ii rem ret el w/cord (lot#:241270242t) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, there was a small flame at the tip of the pencil when activated while it was plugged to the generator with software version 4.0. The flame went out on its own. The generator was set to 60 cut/40 coag. Errors e402 and e404 was also found in error logs. A new handpiece was used to complete the case. There was no patient harm/injury.